Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent partial deployment occurred. During preparation of a 28 x 2.25 promus premier¿ stent, it was noted that the stent was partially deployed on both proximal and distal end. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: the promus premier ous mr 2.25 x 28 x mm stent delivery system was returned for analysis. A visual examination of the stent found that on proximal stent rows 1-2, stent struts appeared expanded and on distal stent row 1, stent struts also appeared expanded. The undamaged section crimped stent maximum outer diameter was within the maximum crimped stent profile measurement. The proximal expanded stent od was compared with the stent protector inner diameter specification and the stent protector (which is placed over the crimped stent during the manufacturing process) would not fit over expanded stent struts, indicating that the stent struts were not damaged prior to shipping. The tip was visually and microscopically examined and signs of damage were noted at the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. Hardened contrast medium was visible in the shaft polymer extrusion indicating that the device was manipulated after opening of the packaging. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent partial deployment occurred. During preparation of a 28 x 2.25 promus premier stent, it was noted that the stent was partially deployed on both proximal and distal end. No patient complications were reported and the patient's condition was stable.